Manufacturer narrative:
No parts are available for investigation since they were scrapped by the customer. Due to this fact, the root cause of the breakage cannot be established. According to the received info the support arm broke at the joint nearest to the bracket. No info regarding manufacturing date of the support arm has been received. (B)(4).

Event description:
It was reported that the support are broke. There was no pt involvement. (B)(4).